Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with two decanav catheters and the patient suffered a cardiac tamponade which required a pericardiocentesis. During the procedure, a pericardial effusion was noticed in the patient, noted during mapping with two decanav catheters at the time, one in the left ventricle, and one in the distal coronary sinus (cs). There was a drop in blood pressure on the patient, and the pericardial effusion was confirmed via intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it is unknown how much fluid was removed. The patient is in stable condition. A soundstar® catheter and a carto vizigo® sheath were also in the body at the time, but no ablation had been performed at the time that the injury was discovered. The qdot micro¿ catheter had not been placed in the body yet. Additionally, the heat map was intermittently visualized static or "graying in and out," for the qdot micro¿ catheter on the carto¿ 3 system. The carto¿ 3 system also displayed a "temperature distribution display" error but could not confirm the error code displayed. The qdot micro¿ catheter connections were re-seated without resolution. The cable was replaced without resolution. The qdot micro¿ catheter was replaced and the issue was resolved. The procedure continued. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The temperature sensor issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The adverse event was assessed as MDR reportable under both the decanav catheters.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).